Manufacturer narrative:
The manufacturer's field service engineer replaced the power supply to address and correct the reported condition. The device successfully passed performance specification testing after the repair was completed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is not switching on, with no power indication. No patient involvement.